Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that patient cannot get it to work where his legs do not hurt. On (B)(6) 2018 additional information from the patient was received. Patient said the issue was pressure on back and legs. Patient stated that they met with rep (B)(6) 2018 and adjusted device. The issue has somewhat been resolved. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that since implant the patient has not gotten any better because their device has not been programmed properly. It helped a bit, but not as good as it should because of the lack of programming. The patient is ¿not out of pain¿ and can barely walk. The caller stated that they called their manufacturer representative (rep) to express that the therapy was not programmed properly; it was unknown when the caller notified the rep. It was reviewed that the patient should follow up with their healthcare professional (hcp) and request a rep to be at the appointment. Additional information was received from a friend/family member of a patient on 2017-apr-25. They reported being unsuccessful in scheduling an appointment with the rep. It was again noted that the patient has been in pain from not being programmed. It was recommended to call the patient¿s pain management physician to schedule an appointment with the rep. Additional information was received from a rep on (B)(6) 2017. The rep stated that there was an appointment in the books for the patient tomorrow at 1pm. No further complications were reported/are anticipated. Additional information was received from a manufacturer representative regarding the patient. It was reported that the patient was seen on (B)(6) 2017. The patient was reprogrammed at the appointment and achieved coverage in areas of pain. The issue has been resolved at the time of the report. No further complications were reported or anticipated. Additional information: it was reported the patient can't walk. The patient said she is experiencing a sensation that her legs are like 1000 pounds. Patient stated turning stimulation off does not resolve the issue. Patient stated she has met with the manufacturing representative (rep) 3 times to try and get the device to work but she is still having issues.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a friend/family member of the patient. It was reported that the patient had been having a great deal of pain for "quite a while." The patient was unsure if the ins had "gone out." The patient wanted to meet with a manufacturer representative to have their device looked at.